Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive up button due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Device had broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of insulin pump was completely frozen. The customer¿s blood glucose level was 8.5 mmol/l. Customer attempted to bolus after eating but when they were blousing but it kept strolling. The customer reported that there was a piece missing and crack on the battery compartment area. The customer reported that the insulin pump keypad was strolling with out input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.